Event description:
It was reported that the patient had a possible infection from the previous implantable pulse generator (ipg) replacement procedure (MFR. Report no. 3006630150-2025-05860) and was administered meloxicam. The physician did an exploratory procedure and did not see any signs of infection. The physician cleaned out the pocket site and closed it up. The patient was doing well postoperatively, and the device remains implanted and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred following the previous revision procedure.